Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Additional observations: wear abrasion, crease fold and stress mark observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported "rupture of the right implant. 'Discovered by ultrasound. Unknown if device has been replaced.

Event description:
A healthcare professional reported "rupture of the right implant. Discovered by ultrasound. Unknown if device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.